Event description:
It was reported by a customer complaint that the patient was treated in ER for high blood sugar. It was reported on the morning the patient awoke with nausea, high bs and spilling ketones. Patient claimed that the pump display indicated the battery was depleted. The patient denies ever receiving an alarm indicating the battery was low or depleted. When a new battery was installed the pump seemed to function correctly. The patient did go to the ER, was treated and released. Pump to be returned for evaluation.